Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 0,1, 2 and 3 keys of the keypad not working which was reproduced during evaluation and found during a visual inspection to be caused by the flex was not seated properly. The flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keys 0,1,2 and 3 of the keypad were not working during power up. There was no patient involvement. No additional information is available.